Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise on right ventricular lead was observed. Noise was reproducible in clinic. No intervention is planned at this time. Patient was stable and will continue to be monitored.